Event description:
It was reported that the customer experienced a high blood glucose (bg) of 535 mg/dl. The cause of the high bg was unknown. A bolus was delivered and the infusion set was changed to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.